Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with non-sustained oversensing episodes, suspected to be due to far-field p-waves. Programming changes were made, but the issue was not resolved. The patient was unaffected by the event, and therefore will be monitored remotely.